Manufacturer narrative:
Device evaluation of monitor 07117919 has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective c1 capacitor and a shorted d1, l1, and l2 the computer/analog pca. The root cause for the damaged components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.